Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-feb-2023. H6: investigation summary: one 3ml syringe sample and two photos received by our quality team for investigation. Upon visual evaluation, double needle and needle through shield are observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with leak in epoxy dosing valve in the cannula-hub assembly process. Maintenance of the epoxy injection system to include the revision and change exclusive of the valve on a monthly basis will be implemented.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe needle point had penetrated through the shield. The following information was provided by the initial reporter, translated from spanish: "personnel in the production area reported a 3ml syringe, which... Comes out of the cap (an incident may occur)."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe needle point had penetrated through the shield. The following information was provided by the initial reporter, translated from spanish: "personnel in the production area reported a 3ml syringe, which... Comes out of the cap (an incident may occur)."